Event description:
The event is reported as: the balloon is torn. No pt injury reported.

Manufacturer narrative:
Eval method: other - mfg record review. Results: other - according to the mfg records, nothing can be concluded and there were no other complaints for this lot #. Conclusions: other - with the info provided and without the sample, it is difficult to establish a cause of the defect. It could be the consequence of wrong handling, excess of water, damage with a sharp instrument, or a defect in the balloon material.